Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. Upon evaluation, the rear response button traces were worn. The cause of the non-functional response buttons is the worn traces. The root cause of the worn traces could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for investigation into an unrelated issue, a reportable problem was found. The response buttons were non-functional.